Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had been off the pump for an extended period of time and is just starting again. Customer was attempting to upload to carelink and was unable to do so. Customer's blood glucose was around 13 mmol/l. Customer treated with the pump and found an unexpected restart, an external ram error, and a displayable history check failed on startup alarm in the alarm history. Each alarm was related to the time the pump spent without a battery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No unexpected alarms were noted during testing. The pump passed the error and self tests. An alarm was found multiple times in the alarm history due to a corrupted history file. The pump was unable to download using carelink pro due to the alarm. The pump also had minor scratches on the lcd window, and a cracked reservoir tube lip.